Event description:
Right breast mass, cyst, lump and bruising; treatment; mass on breast; probably not the breast but a turned edge of the implant. Follow-up findings: bruising surgical side effect. The mass is possibly the edge of the implant folded on itself or scar tissue.